Event description:
It was reported that the customer's insulin pump has physical damage. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).